Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular lead (rv) was not successfully implanted. The lead exhibited helix extension issues. The lead was removed and replaced prior to pocket closure. The lead was returned for analysis and it was determined that it was fractured. No adverse patient effects reported.